Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - ni. Manufacture date ¿ ni. Product location unknown.

Event description:
Upon completion of a procedure, patient was reopened to retrieve an o-ring from the patella clamp that had fallen and had been retained in the patient.